Manufacturer narrative:
The product was not returned to olympus for inspection. The absence of the device for physical examination has limited the investigation into the reported issue. The complaint investigation process has confirmed that the failure has been previously investigated through the product technical investigation process. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the camera head exhibited faulty, not proper image. The issue was found during maintenance. There was no report of any patient harm or involvement.